Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest the pt sustained a serious injury. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 04/01/2010 - reuse; electrode belt sn (B)(4) - 06/01/2011 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support reported that a (B)(6) year old male pt was treated. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was rising his motorcycle at the time of the event. The response buttons were only pressed after the treatment was delivered. The pt did not seek medical attention following the event and ended use of the lifevest due to an improved ejection fraction.